Event description:
Per hotel representative, (B)(6), the end user is having a wheel issue. Phoenix appears to be an international chair, no other information was provided. Perhaps sent out for repairs.